Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a cardiac ablation procedure, the device had reached elective replacement indicator (eri). Prior to the procedure, the remaining longevity was noted to be 3 years. The physician alleges premature battery depletion. Device replacement is anticipated, but further information regarding the replacement procedure is unavailable. The patient was stable with no consequences.